Event description:
Complainant alleged that while attempting to convert the heart rhythm of a pt, the device displayed "defib fault 78", defib fault 79", and "defib fault 108" messages. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.